Event description:
Pt was undergoing robot-assisted laparoscopic total hysterectomy and bilateral salpingectomy using the davinci robot. The monopolar curved scissors were in the port in the pt and were connected to the electrosurgical generator by a monopolar reusable cord. The surgical assistant smelled something that seemed like plastic burning, and he looked up from his seated position on a stool to see the monopolar cord breaking apart and falling into his lap. The break occurred near the connection to the monopolar curved scissors. He saw a spark and the tip of the broken cord was glowing orange. He immediately stood up and stomped on the end of the cord that had fallen onto the floor and stated "fire, everyone stop." The circulating nurse came around the bed and the surgical assist took off his sterile gown and stated that he was not injured. The circulator and surgical assistant inspected the surgical drapes and the surgical assist's scrubs, and no damage was noted on either. Two 0.5 inch holes were noted at the bottom portion of the sterile gown. There was no harm to the pt or the sterile field. Replacement equipment was brought in, the surgical assistant donned a new sterile gown, and the surgery proceeded without complication. We sterilize these cords according to MFR's instructions and inspect each cord after use for any visual defects or signs of wear. FDA safety report ID# (B)(4).